Event description:
The customer contacted spacelabs healthcare technical support to report that their xhibit central station (xcs) had become frozen while monitoring patients. There was no report of patient or user harm associated with the event. A technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. The cause of the reported issue could not be determined.